Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: compact speed reducer device, (B)(6) 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor device generated heat and excessive noise. It was determined that the labeling was illegible and etching. It was further determined that the device had an unintended activation/motion, and a component and cord damage. It was further determined that the device failed pretest for hand temperature assessment, air pump assessment noise assessment, safety assessment, and two visual assessments. It was noted in the service order that during an unspecified surgical procedure, it was discovered that the attachment device and drill device could not rotate. It was further reported that the it was unknown which of the devices was causing the issue. It was not reported if there were any delays in the surgical procedure. It was reported that spare devices were used to complete the surgery. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.